Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer failed annual preventative maintenance (pm) and the over temperature alarm does not go off. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the complaint that "the device failed annual pm (preventative maintenance) and overtemp alarm does not go off" was verified. Performed a visual inspection, filled reservoir with water, plugged in line cord, and turned on power. Yes, the device failed annual pm and overtemp alarm, due to the pump not working. Without circulation from the pump the water won't heat up, the alarm will be alarming. No action was taken due to the device not being needed in the loaner pool and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.